Event description:
It was stated that the pt was originally implanted with an intexen lp porcine dermis in 2007 (actual month and date not known). The pt stated the "device dissolved in her body and the doctor said it was extremely rare but does happen." Pt was implanted with another device on (B)(6) 2010 made with man-made materials.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.